Event description:
The was a lead extraction case to remove three leads because of cied system infection, cied pocket infection, valvular endocarditis, and sepsis. The 104-month old ra (mdt 5076) and rv (mdt 6947) leads were prepped with an lld-ez and lld #2, respectively. The physician decided to extract the rv lead first based on the fact that it was the more medial of the three leads. A 14f glidelight was used to lase down the rv lead, however, because of significant lead on lead binding through the subclavian and into the ra, the physician had to upsize to a 16f glidelight. The rv lead was removed successfully. The physician then began to remove the ra lead using the 14f glidelight. There was significant scarring through the subclavian into the svc and atrium. Upon entering the ra with the glidelight, it was noticed that the insulation of the ra lead had separated and the physician retracted the glidelight from the ra into the subclavian in order to reposition onto the lead body. At this time a modest "dip" in the patient's blood pressure was noted from her arterial line. The physician advanced the laser sheath back into its previous position in order to "plug" the area in the event that there was an injury. The CT surgeon was called into the room, a venogram was done and showed some contrast moving into the pericardial sac indicating an injury. A sternotomy was performed, an innominate/svc tear was discovered and repaired. The ra and lv (4 month old mdt 4196) leads were removed manually during the injury repair. The patient survived the intervention.

Manufacturer narrative:
Catheter investigation summary -- the visual inspection of the glidelight found that there was a kink distal to the bifurcate which appears to likely be related to the use of a clamp during the procedure. The catheter does not display any defects that would cause or contribute to a perforation. All of the fibers of the catheter were good despite the kinking near the bifurcate. The complaint notes an observation that the lead insulation had separated. The lead does show this separation and a small exposed wire tip. It is unclear if the vessel wall damage was due to the wire or some other reason like the laser being redirected due to the lead damage. Regardless, the catheter did not have any issues in manufacture to cause this and performed as designed. The lead and/or patient condition appears to be the cause of the ae.